Manufacturer narrative:
Concomitant product(s): 5086mri52 ra lead, implanted: (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead for fast non sustained tachycardia (nst) and sensing integrity counter (sic). T-wave oversensing (twos) was also present. The rv lead remains in use. No patient complications have been reported as a result of this event.